Manufacturer narrative:
(B)(4). Evaluation, results: endoleak, migration. Pre-operatively ruptured aneurysm; stent graft was used for repair of a pre-operatively ruptured aneurysm. Conclusion: stent graft was used for repair of a pre-operatively ruptured aneurysm.

Event description:
A talent stent graft system was implanted into a patient for the emergent endovascular treatment of a pre-operatively ruptured abdominal aortic aneurysm approximately one month ago. The aortic neck had a 45 degree angle and it had mild tortuosity. It was 20 mm at the level of the renals, 5 mm distal it was 22 mm and one cm distally it was 28 mm and then expanded to 31 mm. The iliac arteries had mild thrombus and mild calcification. It was reported that the physician was concerned that the patient would not survive an open surgical repair due to the fact that the patient had already coded once and had very low blood pressure. A talent bifurcated stent graft was implanted; however, there was a type I endoleak as there was no seal because the stent graft was deployed slightly lower than intended below the renal arteries (ref MFR # 2953200-2011-00768). Two talent aortic cuffs were implanted and successfully resolved the proximal type I endoleak. The patient was transferred to recovery. It was reported that later the next morning, the patient became unstable. It was reported that the stent grafts were in the aneurysm sac (see MFR 2953200-2011-00769). The decision was made to perform a partial surgical conversion where the physician transected the suprarenal stents of the talent aortic cuff stent graft and did an end to end anastamosis from the native aorta below renals and proximal end of the talent bifurcated stent graft. This was successful and patient was sent to the ICU for recovery and expired the next day.